Event description:
It was reported to resmed that a pt being seen for an unrelated tracheostomy, had an allergic reaction to the headgear from a resmed ultra mirage mask. It was reported the area where the reaction occurred resulted in an infection.

Manufacturer narrative:
Based on the info obtained, the pt's infection was treated with antibiotics. Resmed has made requests for additional info regarding the incident and for the device to be returned so that an engineering investigation can be performed. As this has not occurred. Resmed is unable to confirm the alleged malfunction at this time or the pt outcome.